Manufacturer narrative:
At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. However, the customer troubleshoots the unit. Event logs recorded 5v supply too high. The power board was replaced but the problem still the same. Suspected that the main pcb (printed circuit board) is the problem. Performed transducer test and calibration however all passed. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported to vyaire medical that the vela ventilator alarmed vent inop (ventilator inoperable), motor fault, low pip (peak inspiratory pressure) and low ve (low ventilation) while on a patient. The patient was being transferred to another ventilator. The customer confirmed that there is no patent harm associated with this reported event.